Manufacturer narrative:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report stated that the clip detached from the sheath before use; this was interpreted to be the clip prematurely deploying in the unknown position, which is established as a reportable event. Additional information was received on (B)(6) 2025 stating that the clip was closed when it deployed. This has not historically caused or contributed to a serious injury nor death; therefore, this event no longer meets the reporting criteria of an FDA MDR report.

Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event. See h11 for more details.

Event description:
In preparation for a clipping procedure, the physician selected a cook instinct plus endoscopic clipping device. It was reported that the clip detached from the sheath before use [premature deployment unknown position]. They used a second clip. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
510(k): k212323 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.